Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1 cfus. Bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: >80 cfus. Bacterial identification: cellulosimicrobium funkei, lysinibacillus fusiformis. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: >80 cfus. Bacterial identification: lysinibacillus sp, lysinibacillus xylaniyticus. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1 cfus. Bacterial identification: kocuria palustris. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: >80 cfus. Bacterial identification: bacillus pumilus, cellulosimicrobium funkei, niallia sp, rossellomorea sp. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: >80 cfus. Bacterial identification: cellulosimicrobium funkei, lysinibacillus sp. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 2 cfus. Bacterial identification: coagulase negative staphylococci, peribacillus sp. Sampling date: (B)(6) 2025 sampling from: suction channel cfu: 1 cfus bacterial identification: rossellomorea sp. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found there was foreign material in the air/water cylinder, suction cylinder, air/water tube, instrument tube and auxiliary. Based on the results of the investigation, the positive culture event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing before repair, the results were in accordance with the instructions for use (IFU) and conformed to the regulation's recommendation. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, after two routine culture tests, the colonovideoscope tested positive for k. Oxytoca. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.